Event description:
New information notes the catheter's protective sleeve slid back while maneuvering the system. This may have allowed the lp's helix to become caught on tissue or the introducer, leading to stretching.

Event description:
It was reported there was a failure to move a delivery catheter's (dc) protective sleeve during initial implant of a leadless pacemaker (lp). The system (including the lp) was pulled back into the introducer to troubleshoot. The issue persisted, and the physician decided to pull the entire system out of the patient's body. It was at this point that the physician noticed the lp's helix was sprung and dc had prematurely de-tethered. The entire system was replaced to complete the procedure. Patient had no consequences.